Event description:
It was reported that the atrial leadless pacemaker (lp) dislodged and migrated up the superior vena cava after being released during initial implant. The dislodgement was visualized with fluoroscopy. A retrieval catheter was used to retrieve the device without any consequences to the patient. The device was not replaced, and the patient was implanted with a ventricular-only system. The patient was stable before, during, and after the procedure.